Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave catheter and faradrive steerable sheath clear were used. Following transseptal access, a major air embolization occurred in the left ventricle and both coronary arteries. The sheath had been prepared according to protocol and positioned in the left atrium. Prior to catheter insertion, the sheath was aspirated. However, when the catheter was introduced through the valve and aspiration was attempted, a large volume of air entered the sheath, resulting in the embolization. The sheath leaked both fluid and visible air. Hospital staff removed most of the air via radial access with an aspiration catheter. The procedure was not completed. The patient is stable, responsive, and will remain under close monitoring in the resuscitation unit for several days. Testing of the sheath in a water bath showed no air bubbles when aspirated without the catheter. When the catheter was inserted through the valve and aspirated, significant air entry was observed. Based on this test, the defect is believed to originate from the sheath valve. The patient is expected to fully recover. The devices are expected to be returning.